Event description:
Reporter called in to file a report on behalf of her sister-in-law. On (B)(6) 2018, pt went in or a hysterectomy due to large fibroid that was visible on MRI. Pt's dr decided to do a morcellator for the hysterectomy. Reporter stated due to the negligence of the dr using the morcellator, pt is now having to go through chemotherapy. Reporter stated morcellator may be responsible for spreading and upstaging undiagnosed cancer.